Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown locking bolt. Without a valid part or lot number, a UDI is not available. The original procedure was performed on an unknown date approximately two (2) weeks prior to the receipt of this report. The device has not been explanted. The complainant parts are not expected to be returned. (B)(6). Unknown, as specific part and lot numbers for the complainant locking bolt were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure to repair a fractured proximal femur approximately two (2) weeks ago. During the procedure, the surgeon implanted a multiloc humeral nail and screws/locking bolts (quantity unknown). On an unknown post-operative date, routine (lateral) x-rays were taken which identified that the ascending calcar screw had missed the nail. The surgeon did not report any clinical issues. No follow-up information was provided. This report is for one (1) unknown locking bolt. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that the complaint condition could be confirmed; the proximal locking screw missed its hole.